Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor the patient was reporting abnormal stimulation. The patient does not report any falls. Patient was asked to meet with her to do an impedance check and reprogramming. The patient didn¿t want to try that, she wanted the device removed. The device was removed and the issue was resolved. No further complications were noted or anticipated.